Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with pectoral stimulation caused by the right ventricular lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the lead exhibited a capture anomaly, insulation anomaly and fracture along with the previously noted pectoral stimulation.

Manufacturer narrative:
The reported event of pectoral stimulation was confirmed. Final analysis found lead insulation degradation adjacent to the connector boot at 4.4 cm and at 4.6 cm from the connector pin. Electrical testing did not find any indication of conductor fractures.